Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator cables were not recognized during pacing. The customer was treating a bradypnea (pulseless electrical activity) pt and attempted to pace the pt. The customer did not have mechanical capture before or after the failure. The customer originally charged seeing a ventricular fibrillation then immediately disarmed and began pacing a brady pea. The monitor failed and the treatment cable was disconnected and reconnected. The customer returned to pacing and regained electrical capture. The pt died. The pt regained pulses for a short period after medications were administered but never gained spontaneous circulation and resuscitation efforts were terminated at the hospital. The customer stated the failure did not effect pt outcome.